Event description:
On (B)(6) 2012, customer reported that they received a vial of drug calibrator 2 that had leaked approximately 2 mls in the box during transit. Customer stated that the leak was caused by a loose cap. No injury or exposure was reported due to the leak. It was decided that an MDR should be filed for this event because the product contains material of human origin, which may be potentially infectious, and upon recur could cause serious injury.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).